Event description:
It was reported that the implantable neurostimulator (ins) stopped working approximately eight months prior to this report. It was noted that the patient¿s recharger had been stolen shortly before eight months ago and the patient had last charged ¿around that time.¿ the patient reportedly felt no stimulation, but every time she stretched she got a ¿little¿ sensation. The patient thought that possibly one of the wires had come loose. Three days later, it was reported that the patient had been in overdischarge for approximately one year. It was noted that the manufacturing representative was going to schedule a time with the patient to perform a ¿trickle charge¿ on the implant. Two days later, it was reported that the patient had met with the manufacturing representative. It was noted that the patient had been implanted in (B)(6) 2005 and was approaching the nine year replacement mark. It was noted that several ¿trickle charges¿ were planned to attempt to revive the device. Three days later, it was reported that after one unsuccessful trickle charge, the patient decided to have the device explanted. It was noted that the patient was considering having a different device implanted, but it would not be until next year. The explant date was not yet known. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005; product type: extension. Product ID: 377760, lot# n0029668, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 377760, lot# n0029862, implanted: (B)(6) 2005; product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377760, lot# n0029668, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0029862, implanted: (B)(6) 2005, product type: lead. (B)(4).